Event description:
It was reported that that the patient was experiencing higher than normal flows and powers. The patient was admitted for IV (intravenous) heparin (international normalized ratio: 1.7), hydration, and monitoring. They were recently admitted for a gi (gastrointestinal) bleed. On interrogation, it appeared that the issues with the higher numbers started after (B)(6) 8th. The log file captured starting on (B)(6) 2022 a spike up in power and flow. The power and flow appeared to have an upward trend. It was later communicated that the cause of the power elevation was confirmed via echocardiogram to be thrombosis. The patient was reportedly asymptomatic and was treated with heparin and hydration. The issue had not been resolved and the patient underwent device exchange for suspected pump thrombosis.

Manufacturer narrative:
Gastrointestinal bleed reported in MFR# 2916596-2022-15337. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
The investigation results will be covered under MFR 2916596-2022-15337 as this event has been determined to be a supplemental.